Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
The report indicated that nine months after the patient was treated with a combination of bone platinum, bioactive coils and an unknown cashmere microcoil, the patient had seizure, and subsequent craniotomy for right partial-occipital mass. Subsequently, there was confirmation of foreign body reaction to inactive coil material continued masses/edema required extensive anti-inflammatory prescribed. Following the craniotomy and removal of inflammatory masses, the pt has had recurring masses (enhanced with gadolinium). Recently a large mass adjacent to the coiled aneurysm occurred with associated extensive right frontal lobe edema requiring high dose steroid and cell therapy. Treatment remains ongoing. The index procedure was coil embolization procedure for ruptured aneurysm of right ca. No further information was provided.

Manufacturer narrative:
The report indicated that nine months after the patient was treated with a combination of bone platinum, bioactive coils and an unknown cashmere microcoil, the patient had seizure, and subsequent craniotomy for right parital-occipital mass. Subsequently there was confirmation of foreign body reaction to inactive coil material continued masses/edema required extensive anti-inflammatory prescribed. Following the craniotomy and removal of inflammatory masses, the pt has had recurring masses (enhanced with gadolinium). Recently a large mass adjacent to the coiled aneurysm occurred with associated extensive right frontal lobe edema requiring high dose steroid and cell therapy. Treatment remains ongoing. The index procedure was coil embolization procedure for ruptured aneurysm of right ca. No further information was provided. The product was not returned for analysis, and the lot number was not provided to conduct a DHR. With the available information and without the device, the events could not confirm, and the cause of the event could not determine. Based on the information, the event may be procedural factors related. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken.